Manufacturer narrative:
B2.

Event description:
It was reported that an expired hospital owned implantable cardiac monitor was implanted prior to the representative being present. It was discovered when the sales representative arrived and attempted to program and register the device. The device was explanted and replaced. The patient was discharged.